Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown stem, lot# unknown. Item# unknown, unknown head, lot# unknown. Item# unknown, unknown liner, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports. 0001822565-2019-02063, 0001822565-2019-02062, 0001822565-2019-02061.

Event description:
It was reported that patient is considering revision of left hip for unknown reason. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No medical records or devices were returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00771100900 m/l/ stem lot #61288525, item # 00631005032 longevity liner lot #61325837, item # 00801803201 versys femoral head lot #61238162. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the medical devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019 -00623.

Event description:
There is no additional event information at the time of this reporting.